Event description:
It was reported, that "the device is not maintaining inflation." There was no reported patient injury and/or change in therapy. The involved device has been returned and forwarded to the analytical lab for eval.